Event description:
It was reported that the implanted neurostimulator was explanted due to infection. It was noted that the pt incurred no injury.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 7426 ((B)(4)) found no anomaly. The device was functionally okay with good, stable output observed on each electrode pair. Analysis of the extension model 7482a51 ((B)(4)) found no significant anomalies. The extension was okay, but had been cut through (suspected explant damage.) The distal end of the extension was not returned. Good, stable output was observed on each electrode pair.